Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the tip of the applier crossed over and scissored, causing the clip to criss-cross. A new device was opened and the case was completed. There was no consequence to the pt.